Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Event description:
It was reported that insulin pump has cracks around the display window. The blood glucose level was not included in the report. Nothing further was reported.